Manufacturer narrative:
(B)(4). Also was involved a tgu404015/15928245 UDI#: (B)(4). The medwatch was sent to FDA on november 15, 2022: manufacturer report number 2017233-2022-03486. (B)(4). Additional information was requested but was not available. According to the gore® tag® thoracic branch endoprosthesis instructions for use (IFU), possible adverse events and complications that may occur with the use of gore® tag® thoracic branch endoprosthesis include, but are not limited to aortic expansion and endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2018, the patient underwent endovascular treatment of a thoracic aortic dissection with conformable gore® tag® thoracic endoprostheses (tgu404015/15928245)-most adjacent to the tbe aortic component. On (B)(6) 2018, the pre-treatment computed tomography (CT) imaging showed that the maximum diameter of an aortic aneurysm/ lesion was 54mm. The follow up CT scans showed that the maximum diameter of an aortic aneurysm/ lesion increased in size from 55 mm on (B)(6) 2019 till 63mm on (B)(6) 2022. Also, a type iii endoleak was determined. The event is related to the device and the endovascular procedure. The event is ongoing. No treatment was reported. The physician is monitoring the patient.

Event description:
On (B)(6) 2018, the patient underwent endovascular treatment of a zone 2 thoracic aortic dissection with conformable gore® tag® thoracic endoprostheses and gore® tag® thoracic branch endoprostheses. On (B)(6) 2018, the pre-treatment computed tomography (CT) imaging showed that the maximum diameter of an aortic aneurysm/ lesion was 54mm. Based on the site, from the (B)(6) 2018 to (B)(6) 2019, the patient had a history of the type iii endoleak associated with an aortic extender (te4043c/ 15767536) and an aortic component (tac084020c/ 17394512) which was treated endovascular using the thoracic aortic extender endoprosthesis (te4043c/15767540). Additionally, on (B)(6) 2019, the site confirmed a type iii endoleak between the aortic extender and an aortic component. No treatment was performed. The follow up CT scans showed that the maximum diameter of an aortic aneurysm/ lesion increased in size from 55 mm on november 4, 2019 to 63mm on (B)(6) 2022 as reported by the core lab. Also, on (B)(6) 2022 a type iii endoleak between the aortic extender and aortic component was reported by the site. The event is ongoing. No treatment was reported. The physician is monitoring the patient and does not agree with core lab reported aneurysm enlargement.

Manufacturer narrative:
B5: the event description was updated due to the additional information received. H6: code c19- a review of the manufacturing record for the tac084020c/17394512 device verified the lot met all pre-release specifications. Also were involved: te4043c/15767536 UDI# (B)(4); te4043c/15767540 UDI# (B)(4). A review of the manufacturing record for the te4043c devices are going to be conducted. The investigation is in process. Further information will be provided. The devices remain implanted and are not available for investigation. Code f28 was used to cover that the event is ongoing. No treatment was reported. The physician is monitoring the patient.

Manufacturer narrative:
H6: code c19- a review of the manufacturing records for the devices verified the lots met all pre-release specifications. The devices remain implanted and are not available for investigation. Also were involved : te4043c/ (B)(6), UDI# (B)(4), te4043c/ (B)(6), UDI# (B)(4). Code f28 was used to cover that the event is ongoing. No treatment was reported. The physician is monitoring the patient. According to the gore® tag® thoracic branch endoprosthesis instructions for use (IFU), possible adverse events and complications that may occur with the use of gore® tag® thoracic branch endoprosthesis include, but are not limited to aortic expansion and endoleak.